Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the tibial insert would not lock into the baseplate. Another insert was used and it locked into place."